Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17218. It was reported that the right atrial and right ventricular leads were noted to be dislodged. The atrial lead was explanted, and the ventricular lead was repositioned on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.